Event description:
Dealer states this chair is in a facility and one of the headtubes is bent, the other side is "dinged" up, possible physical abuse. No injury reported. Dealer hung up before being transferred to complaint team.